Manufacturer narrative:
The device was received for evaluation. During functional testing, 'flow rate test failed' was reproduced. The device was tested for flow accuracy and found to deliver out of intended range. A review of the event history log revealed flow rate test failed. An event occurrence date was not provided, however two infusions were programmed at a rate of 40 ml/hr and volume-to-be-infused of 20 ml, which align with the parameters for flow accuracy testing outlined in the spectrum service manual. Both ran to completion without interruption and no abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door. The door requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate test failed issue during an unspecified process step. There was no patient involvement. No additional information is available.